Event description:
Device malfunction: difficult to remove. Time of manufacturing: during vessel closure. Symptom/ae: none. It was reported that a physician, trained in the use of the straclose device, performed an arteriotomy closure in the left groin. After deploying the closure clip, the device was difficult to remove. The physician elected to send the patient to surgery for device removal. The device was successfully removed and there were no reported patient adverse effects. No additional information is available.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.